Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21212. It was reported the pt experienced increased right flank stimulation and loss of bilateral lower extremities/low back stimulation. Reprogramming was unsuccessful as the pt rec'd uncomfortable stimulation. X-rays confirmed lead migration. Subsequently, the pt underwent surgical intervention to explant and replace both the scs leads which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.